Manufacturer narrative:
Exposed sharp edges on the siderail assembly.

Event description:
It was reported by service report that the siderail was fractured. Sharp edges were reported. No patient involvement or adverse consequences are reported.